Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that there was a scope communication error (e315) displayed due to corrosion on the endoscope connector caused by water invasion. Upon further inspection, it was observed that foreign objects were clogging the nozzle. This finding was due to insufficient cleaning of the scope or handling problem. It was also observed that the adhesive on the bending section cover had a crack. It was observed that the plastic distal end cover had a burn due to the use of a high energy endotherapy accessory without ensuring the sufficient distance from the distal end. It was also observed that the plastic distal end cover had a dent due to handling. It was observed that the dots were smudged and connected on the water detection sticker 1c due to water invasion in the device. Lastly, a scratch was observed on the connecting tube and on the protector of universal cord on the scope connector side due to physical stress. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer submerges the endoscope in cleaning fluid. The customer flushes the air and water nozzle with detergent solution. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the gastrointestinal videoscope displayed a scope communication error message. There were no reports of patient harm associated with this event. Upon device return and evaluation, foreign objects were found in the nozzle which, is a reportable event. This medical device report (MDR) is being submitted to capture the reported malfunction reported by the customer as well as the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter clogging the nozzle could not be identified and root cause of the issue could not be determined. The event can be detected and or prevented by following the instructions for use which state: - ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ - ¿9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents¿. - ¿inspection of the objective lens cleaning function¿ - inspection of the water feeding function¿ - ¿1 keep the air/water valve¿s hole covered with your finger¿. - ¿2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens¿. Olympus will continue to monitor field performance for this device.